Event description:
On (B)(6) 2014, the customer reported to medela customer service that her pump in style breast pump suction would not increase when level is adjusted. During the product evaluation on (B)(4) 2014, the technician observed a breach transformer housing exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement pump in style breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump was received at medela as of (B)(4) 2014 and evaluated (B)(4) 2014. A product evaluation did not confirm customer reported problem, but had revealed the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). Evaluation summary: the pump was visually examined and the following were noted: pump type: pump in style item number 57036. Manufacture date: 07/02/2013. Kit components received: transformer. See scanned tables. The breast pump passed all functional tests. The customer reported problem could not be confirmed. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The technician was unable to perform voltage across the dc plug test due to breached transformer housing. Resistance across the dc plug was measured 0.775m ohm, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed. The resistance across the ac blades measured as 53.8 ohms, which is normal and indicates that the thermal fuse did not blow.